Event description:
It was reported to philips that when attempting to open pediatric studies in the echo module they get an error message "unexpected communication error occurred". This primarily occurs with studies that are associated with an extensive number (large data size) of prior studies. Although no adverse events or patient harm were reported in the associated complaint (B)(4), this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.